Event description:
It was reported that one day post implant the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with multiple high rate non-sustained events and increased sensing integrity counter (sic). According to the physician the lead was also undersensing. Reprogramming of the lead was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.